Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was perforation, cut or scratch on the insertion tube and bending section. Upon further inspection, it was observed that there was foreign material was exiting the air and water nozzle due to insufficient cleaning or handling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii small intestinal videoscope had a crack at 15cm and deterioration at the distal end. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was exiting the air and water nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: b5 has been updated with ¿the reported malfunction was identified after an unknown therapeutic procedure. ¿ h4 has been updated to reflect the manufacturer date of october 12, 2007 as indicated in the evaluation. In continuation to foreign objects found in the nozzle, it was also observed that unidentified residue was also lodged in the light guide lens as well. It was also observed that the adhesive on the bending section cover had foreign objects. These findings are due to residue accumulation from previous reprocessing methods as a result of mishandling. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The reported malfunction was identified after an unknown therapeutic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material and dirt in the light guide lens may not have been removed due to improper reprocessing caused by leakage at the channel tube and insertion section. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.